Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The cutter cannula is getting damaged during radial artery harvesting. 50% of the time the cutter cannula gets damaged during radial artery harvesting, cutting the facia, which ends up in them struggling to harvest the vein as the smoke outlet gets blocked and make visibility difficult and the exposed metal behind the cutter gets hot and also sometimes damage the vein. Plastic behind jaws peel. Case was completed with same device but with difficulty. There was no procedural delay. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The cutter cannula is getting damaged during radial artery harvesting. 50% of the time the cutter cannula gets damaged during radial artery harvesting, cutting the facia, which ends up in them struggling to harvest the vein as the smoke outlet gets blocked and make visibility difficult and the exposed metal behind the cutter gets hot and also sometimes damage the vein. Plastic behind jaws peel, tear during the fasciotomy when harvesting the radial artery. Case was completed with same device but with difficulty. There was a procedural delay because when the harvester took out the saphenous vein the smoke inlet was blocked which made visibility difficulty. No harm to patient.

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: h6 (added code 1454).

Manufacturer narrative:
Trackwise # (B)(4). Note: corrected (parent) adverse event awareness date 01/14/2022. Analysis of production: (3331/213/67) a lot history record review was completed for lots 25162136, 25161603, and 25161923 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for lot numbers obtained. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.